Manufacturer narrative:
The technician found the communication cable was not fully connected. The technician reconnected the communication cable to resolve the issue.

Event description:
The account alleged the bed has no nurse call function. No patient impact.